Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often and for longer periods of time. The patient underwent a procedure wherein the ipg was replaced.